Event description:
On 09-apr-2026, this spontaneous report was received from the united states regarding a female consumer (age not provided) in association with a thermacare lower back and hip heat wrap. On an unspecified date, the consumer noted that bottom and middle sections of the heat wrap were underfilled. The substance started leaking out causing moisture of some type. She had visible moisture on her back coming from the pad. Follow up attempts were unsuccessful. No additional information was provided.

Manufacturer narrative:
Investigation findings and conclusion are pending completion of the investigation as the retain samples have confirmed the reported defect (heat cells damaged/leaking). This is a product quality complaint for heat cells damaged/leaking. Evaluation of the retain samples shows insufficiently filled heat cells and stray chemistry premix outside of the cells. The review of the device history record, batch thermal records, and production controls met the product release criteria. There are pre-identified risk factors that could cause heat cell contents to leak listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. There are material and product defect risks identified and mitigated to reduce the risk of these defects. In addition to these hazards, there are risks that are outside the control of the site, which include things like user-damaged cells upon opening (e.g., using scissors). The product warning labels instruct the consumer not to use the product "if heat cell contents leak and/or wrap is damaged or torn."